Event description:
It was reported that during a stent assisted coil embolization procedure, the physician was unable to see the stent markers on angiography. The stent delivery system was removed from the patient's body without any clinical consequences.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Only the stent delivery wire and introducer sheath were received; the stent was not returned. Analysis of the stent delivery wire revealed a kinked at 34.7cm from the distal end, and the measurements of the distal and proximal bumper markers were found within specifications. No anomalies were observed on the introducer sheath. Information available indicated that friction was encountered during advancement of the stent delivery wire. It is probable that kink on the stent delivery wire may have occurred due to advancement against resistance. However, since the stent was not returned, the root cause of the reported anomaly observed on angiography cannot be determined.

Event description:
It was reported that during a stent assisted coil embolization procedure, the physician was unable to see the stent markers on angiography. The stent delivery system was removed from the patient's body without any clinical consequences.